Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The reporter believed that there was only baclofen in the pump but wasn¿t 100% sure. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that the patient¿s pump was explanted in 2017 about 3 months after implant due to infection. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated the patient's device was explanted in (B)(4) 2017. The rep did not know the exact date. The rep noted it was removed due to infection. It was noted that the whole system was removed. No further complications were reported.